Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. The anterior cuff was still loaded inside the foot pocket. Based on the investigation findings, the anterior cuff was missed and this confirmed the reported event. There was no needle strike mark on the foot. The needle trajectory of every device is checked during the manufacturing. During testing, a proxy plunger was inserted and the needle trajectory was acceptable and the anterior cuff was captured successfully. Testing of the device indicated acceptable needle trajectory and the most probable cause for the anterior cuff missed is needle deflection during plunger deployment associated with technique issues or interaction with human tissue as evidenced by the needle strike mark on the anterior cuff. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. There is no indication of a product quality deficiency that would contribute to the cuff miss.

Event description:
It was reported that a physician attempted placement of the perclose proglide sutures in the right common femoral artery using the pre-close technique prior to an impella procedure using a 6f procedural sheath. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician was proficient in the use of the device. Though requested, additional information was not provided.